Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. Note: it is unknown when the loss of consciousness occurred. Date of event captured is the date of the initial hospitalization reported by the customer. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with his adc blood glucose meter due to the test not starting after the blood sample was applied. Customer additionally reported he was "hospitalized twice", on (B)(6) 2013 "because he is only taking insulin without checking his sugar level because the meter is not working". Customer further reported he lost consciousness (unspecified date). Paramedics were called, administered IV glucose, and transported the customer to a local hospital. Customer stated he could not recall what treatment was received in the hospital. No further information was received as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. The 30-day initial MDR incorrectly stated: "the product has been returned and an investigation is in process." As of this date, no product has been returned and investigation is still pending. Correct verbiage is as follows: the product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.